Manufacturer narrative:
Although it is unknown if the device contributed to the reported event, we are filing this report for notification purposes. This product is not available for market in the us, however a like device with part# 6958930, 510k# k042789 and UDI (B)(4) is available in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: infection procedure: posterior cervical spinal fusion it was reported that post-op, the patient presented with infection. Additional surgery was scheduled to be performed as a result of the event. The implanted device did not break. No other info was available.